Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced damaged pump and display anomaly. The customer's blood glucose value was 140 mg/dl. The customer stated that they fell on the pump in the morning and the screen lit up but nothing showed on the screen. The customer reported the lcd display to appear damaged. The customer reported the display to be solid white. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with no menu and down arrow button response due to corroded electronic assembly. Analysis was unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify stuck button alarm due to no button response. Moisture damage was found on the motor and force sensor during visual inspection. The insulin pump was received with scratched case, case cracked behind the pump near the battery compartment, cracked battery tube threads, pillowing keypad overlay, and minor scratched lcd window.